Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received.

Event description:
Event verbatim [preferred term] has blisters on his back [blister]. Case narrative:this is a spontaneous report from a non-contactable consumer reporting on behalf of her father. This male patient of an unspecified age, started to use thermacare heatwrap (thermacare lower back & hip) (device lot number not provided) on (B)(6) 2018 for an unspecified indication. Medical history and concomitant medications were not reported. On (B)(6) 2018, the reporter stated her father used the heatwrap and after 1 hour he now had blisters on his back and he still had them. The reporter mentioned the wrapper for the product was at her dad's house and he no longer had the wrap itself. Action taken with the suspect product was unknown. Clinical outcome of the event was not resolved. According to the product quality complaint group: reasonably suggest device malfunction: no. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received. Follow-up (01feb2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (19mar2020): new information received from the product quality complaint group included investigational results. No follow-up attempts are possible. No further information is expected., comment: based on the information provided, the event blister as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] has blisters on his back [blister]. Case narrative:this is a spontaneous report from a non-contactable consumer reporting on behalf of her father. This male patient of an unspecified age, started to use thermacare heatwrap (thermacare lower back & hip) (device lot number not provided) from (B)(6) 2018 for an unspecified indication. Medical history and concomitant medications were not reported. On (B)(6) 2018, the reporter stated her father used the heatwrap and after 1 hour he now has blisters on his back and he still has them. The reporter mentioned the wrapper for the product is at her dad's house and he no longer has the wrap itself. Action taken with the suspect product was unknown. Clinical outcome of the event was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (01feb2019): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the event blister as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event blister as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.